Event description:
It was reported that after a cystoscopy procedure, a patient reported urinary tract infection (uti) symptoms 2 days after the procedure date with the use of this cystonephrofibroscope. Additional information was received from the customer that the patient exhibited burning sensation with urination and urinary frequency. The patient was then treated with antibiotic for 7 days. There were no culture test done with the patient and the cystonephrofibroscope. The customer noted it was quite unusual to have utis in that span of time. There were no further reports of patient harm. There was no allegation of device malfunction. This report is for patient 2 of 4.